Event description:
Claim letter received, claim letter had no allegation mentioned regarding patient depuy hip implant. Doi: on (B)(6) 2009. Dor: on (B)(6) 2020. Affected side left hip.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. No device associated with this report was received for examination. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Wwcapa: (B)(4) superseded by mdd CAPA: (B)(4) was established regarding root cause and/or corrective actions. Reference: (B)(4). (B)(4) - dec 22 2022. Update ad 21 dec 2022: pc: (B)(4) was reopened due to receipt of medical records, after review of file name - pc: (B)(4) medical records ad on (B)(6) 2022, patient was revised due to increasingly painful left hip, describing pain as aching and burning. Pain experienced in the groin area and back. Patient led to quit job due to the significant pain & swelling. Despite quitting job, pain was ongoing. Patient noticed popping and squeaking in the left hip. Additionally, elevated metal levels showed that the metal levels have continued to rise. Extensive soft tissue debridement was performed of all grossly necrotic or metallic stained tissue. The left side went onto developed gross failure of pseudotumor and a loose acetabular component. Doi: on (B)(6) 2009 dor: on (B)(6) 2020. Affected side left hip. Added patient identifiers: initials, dob, age, height and weight. Medical history. Associated contacts. Impacted products ( based on the sticker sheets ) concomitant products. Facility name. Doi: updated from on (B)(6) 2009 to on (B)(6) 2009. Initial reporter occupation: lawyer. (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.